Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: 01/16/2017. One used ls1500 was received, and evaluation of the sample did not confirm the reported issue with inadequate sealing. Visual inspection found no defects. However, further testing identified the device would not activate at all when the button on the handswitch was used. No tones would sound. However, the device would activate and seal normally when the footswitch was used. Disassembly found the issue to be due to a broken switch post that was not making sufficient contact with the internal switch domes. The investigation identified the root cause to be due to a faulty switch post. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process.

Event description:
The customer reported that one ls1500 device did not coagulate properly. No tissue damage. No bleeding. No patient injury reported. Another device was opened to complete the procedure.